Event description:
I was relying on a dexcom g6 constant glucose monitor to inform me as to my glucose levels. Turns out, my dexcom g6 was showing numbers that were much higher than reality. As a result, I had a serious hypoglycemic event and auto accident, totaled my car, severely damaged my ankle and it has taken two surgeries to hopefully correct. Hundreds of thousands of dollars in expenses all due to my dexcom g6 being very inaccurate. FDA safety report ID# (B)(4).